Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 90% to 5% after being connected to a power source. Subsequently, the customer was having difficulty charging the pump and the pump shut off due to insufficient power. The customer's blood glucose (bg) level was 167 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.